Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage key pad trace. Scratched lcd window, cracked display window corners, cracker reservoir tube lip, reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 10.1 mmol/l. Troubleshooting was performed. The device was returned for analysis.